Event description:
The user facility reported a water leak from their reliance 444 washer and into the floor below. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found it to be operating properly; no issues were noted. The technician ran a test cycle and was unable to duplicate the reported event; no leaks were noted. The technician discussed the reported event with an employee who stated the reported leak may have been attributed to user facility personnel not properly loading instruments in the washer however, this cannot be confirmed. The washer was returned to service and no additional issues have been reported.